Event description:
Customer reportedly obtained results of 208 mg/dl and 72 mg/dl on the advantage system within 10 mins. Customer ate 2 glucose tablets due to symptoms at this time. No adverse event reported. Requested return of suspect system and replacement was sent.